Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device - highly calcified and stenosed (approximately 95% - 99%) lesion. No results available since no evaluation performed - device not returned for evaluation. No device returned. Evaluation conclusion: device failure/lack of effectiveness related to patient condition -highly calcified and stenosed (approximately 95% - 99%) lesion. Unable to confirm complaint - device not returned for evaluation. (B)(4).

Event description:
Additional information received confirms that the total across was used for injection of contrast media. After the device was delivered to the lesion the catheter became stuck in the distal sfa and proximal popliteal artery. The physician pulled back on the catheter and it kinked. The patient was sent to vascular surgery and the detachment was removed. The vascular surgeon performed a cut down of the left iliac artery and pulled out the device. Patient is fine and no injury to the patient was noted. Image review: images were provided images which confirmed the detachment of the device.

Event description:
The physician was using a total across catheter during treatment of a highly calcified and stenosed lesion (approximately 95% - 99%). Right groin access was gained. The physician advanced a 0.035 sheath around the aortic/iliac bifurcation and then advanced the total across catheter around and down into the superficial femoral artery (sfa) and proximal popliteal. The physician was going to csi/spin the sfa /popliteal and then place two assurant cobalt stents in each iliac. When the physician went to remove the total across catheter, the device separated at the iliac bifurcation and broke in half. A choice pt 300mm wire was inside the total across catheter. The physician and his partner (another physician) tried for 2.5 hours to remove the total across device with multiple snares and wires, with no success. The proximal section (approximately 110cm) of the total across catheter was removed along with the entire 300mm choice pt wire. The patient was moved to post op and discharged to go home the next day. A 40cm section of this device remains in the patient. Patient is going to have a vascular surgeon perform a cut down at the iliac to have the device removed. No other clinical sequelae were reported for this event.